Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had received several alarms while connected to the power base unit (pbu). The alarms would not occur when the patient was supported by battery power. The patient exchanged the system controller and power base unit cable and the alarms resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Visual inspection revealed that the strain relief of both the black and white power leads was broken and further investigation revealed that several internal conductors were found to be severed. A review of the log file identified several events recorded that were consistent with our findings. The broken strain relief is currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.